Event description:
Contact lens/solution associated corneal infiltrative keratoconjunctivitis. Multiple corneal infiltrates with decreased vision, pain and light sensitivity. #1 - dose or amount: solution, frequency: night, route: topical. #2 - dose or amount: contact lens, frequency: day, route: topical. Dates of use: (B)(6) 2008. Event abated after use stopped: yes.